Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the back upholstery is worn and starting to rip at the top.